Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the glaucoma stent implantation procedure, the stent did not deploy. Additional information was requested. There are two medical device reports associated with this report. This is 1 of 2.